Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position was confirmed. The reported stent dislodgement and unstable stent was not confirmed. The stent implant had not dislodged nor was it unstable. The distal end of the stent implant was stationary on the balloon. There were several struts of the stent implant that were stretched and flared. Review of the lot history record revealed no nonconformances that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: during advancement, the omnilink stent delivery system (sds) was unable to pass though the sheath half way through. Multiple attempts were made; however, the stent possibly became loose or dislodged. The omnilink sds was removed without issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating the iliac artery with moderate tortuosity and heavy calcification. An omnilink elite stent delivery system was unable to pass through the 6 french introducer. Several attempts were made; however, the device was unable to pass through the sheath and stent dislodgment was possible. The device was removed without reported issue. There were no adverse patient effects and no clinically significant delay. There was no additional information provided.